Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at an unknown dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump was flipping in the pocket and the catheter was fractured. The catheter was explanted on (B)(6) 2016. It was unknown if there were environmental, external, or patient factors. It was also unknown if diagnostics, troubleshooting, actions, or interventions were performed. The issue was resolved and the patient status was alive with no injury. On (B)(6) 2016, additional information was received from the hcp. The patient did not report symptoms. The pump was found to be flipped at a refill on (B)(6) 2016 and was flipped back and referred to neurosurgery. The cause of the pump flip was unknown. On (B)(6) 2016, a CT and dye study was done; they discovered the broken catheter. The catheter was repaired the same day to revise the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.